Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the guide wire was fractured 178.4cm from the proximal end. The spring tip was unraveled. All outer diameter measurements taken were found to meet specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire detachment occurred. The patient presented with continued chest pain that was refractory to medical management. Vascular access was obtained via the right femoral artery. Angiography revealed severe native and graft coronary artery disease. An 80% stenosed target lesion was identified in the native proximal to mid left circumflex (lcx). An additional lesion was identified in the ostium of a large ramus intermedius. Another manufacturers' guide catheter was advanced over a guide wire to engage the left main coronary artery. This 182cm luge guide wire was then placed into the circumflex distal to the stenosis. A non bsc guide wire was placed into the ramus intermedius. Another manufacturers' 2.5x12mm balloon catheter was advanced and used to pre-dilate the lesion in the lcx. Another manufacturers' 2.5x14mm stent was then deployed at 14atms in the target lesion. The stent was post-dilated with another manufacturers' 2.75x12mm balloon catheter up to 16atms. Angiographic results were "excellent". Upon removal of the luge guide wire from the lcx, the wire became stuck on the distal edge of the recently placed 2.5x14mm stent. Attempts to advance the wire to dislodge from the stent were unsuccessful and resulted in pushing the guide catheter out of the engaged position in the left main. Further gentle manipulations of the wire resulted in the guide wire fracturing in the mid shaft segment inside the guide catheter. The result was the tip of the guide wire was stuck behind the stent in the lcx and the rest of the wire extended back into the left main into the guide catheter and up the guide catheter to the level of the aortic arch. A 2.75x12mm balloon was placed inside the guide catheter adjacent to the wire and was inflated to 18atms. It trapped the wire within the guide catheter and attempts to remove the guide catheter and the wire together were unsuccessful. Attempts to remove the wire with a snare were then unsuccessful. A second guide wire was then advanced into the lcx adjacent to the luge wire and then a balloon was advanced over the second wire and was used in an attempt to dislodge the wire into the distal circumflex away from the stent; however, this was unsuccessful. An unsuccessful attempt was then made by advancing a catheter into the lcx in an attempt to dislodge the wire from the stent. This catheter advanced the proximal segment of the fractured wire into the left main coronary artery and into the proximal segment of the ramus intermedius. The catheter and the balloon were then advanced into the ramus intermedius to further the position of the proximal portion of the fractured wire into the coronary system. A guide wire was then advanced into the ramus intermedius and the balloon was used to dilate the proximal segment of the ramus intermedius and the distal left main. Another manufacturers' 3x24mm stent was then advanced into the proximal segment of the ramus intermedius and back into the ostium of the left main and was deployed in that position trapping a proximal segment of the fractured luge wire. There was no significant portion of the fractured wire hanging in the aortic roots and flow down the ramus intermedius as well as the lcx was excellent with timi 3 flow down both vessels. The ostium of the stented left main was dilated using the stent balloon up to 14-16atms with excellent angiographic results. Final angiographic images revealed timi 3 flow in both arteries with the distal portion of the fractured luge wire trapped under the lcx stent and the proximal portion of the wire trapped in the ramus intermedius and the left main behind those stents. Post procedure the lcx had 0% residual stenosis. The patient did not experience hemodynamic instability. There was no chest pain and the patient remained stable throughout the procedure. The patient will remain on asa and plavix longterm.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire detachment occurred. The patient presented with continued chest pain that was refractory to medical management. Vascular access was obtained via the right femoral artery. Angiography revealed severe native and graft coronary artery disease. An 80% stenosed target lesion was identified in the native proximal to mid left circumflex (lcx). An additional lesion was identified in the ostium of a large ramus intermedius. Another manufacturers' guide catheter was advanced over a guide wire to engage the left main coronary artery. This 182cm luge guide wire was then placed into the circumflex distal to the stenosis. A non bsc guide wire was placed into the ramus intermedius. Another manufacturers' 2.5x12mm balloon catheter was advanced and used to pre-dilate the lesion in the lcx. Another manufacturers' 2.5x14mm stent was then deployed at 14atms in the target lesion. The stent was post-dilated with another manufacturers' 2.75x12mm balloon catheter up to 16atms. Angiographic results were "excellent". Upon removal of the luge guide wire from the lcx, the wire became stuck on the distal edge of the recently placed 2.5x14mm stent. Attempts to advance the wire to dislodge from the stent were unsuccessful and resulted in pushing the guide catheter out of the engaged position in the left main. Further gentle manipulations of the wire resulted in the guide wire fracturing in the mid shaft segment inside the guide catheter. The result was the tip of the guide wire was stuck behind the stent in the lcx and the rest of the wire extended back into the left main into the guide catheter and up the guide catheter to the level of the aortic arch. A 2.75x12mm balloon was placed inside the guide catheter adjacent to the wire and was inflated to 18atms. It trapped the wire within the guide catheter and attempts to remove the guide catheter and the wire together were unsuccessful. Attempts to remove the wire with a snare were then unsuccessful. A second guide wire was then advanced into the lcx adjacent to the luge wire and then a balloon was advanced over the second wire and was used in an attempt to dislodge the wire into the distal circumflex away from the stent; however, this was unsuccessful. An unsuccessful attempt was then made by advancing a catheter into the lcx in an attempt to dislodge the wire from the stent. This catheter advanced the proximal segment of the fractured wire into the left main coronary artery and into the proximal segment of the ramus intermedius. The catheter and the balloon were then advanced into the ramus intermedius to further the position of the proximal portion of the fractured wire into the coronary system. A guide wire was then advanced into the ramus intermedius and the balloon was used to dilate the proximal segment of the ramus intermedius and the distal left main. Another manufacturers' 3x24mm stent was then advanced into the proximal segment of the ramus intermedius and back into the ostium of the left main and was deployed in that position trapping a proximal segment of the fractured luge wire. There was no significant portion of the fractured wire hanging in the aortic roots and flow down the ramus intermedius as well as the lcx was excellent with timi 3 flow down both vessels. The ostium of the stented left main was dilated using the stent balloon up to 14-16atms with excellent angiographic results. Final angiographic images revealed timi 3 flow in both arteries with the distal portion of the fractured luge wire trapped under the lcx stent and the proximal portion of the wire trapped in the ramus intermedius and the left main behind those stents. Post procedure the lcx had 0% residual stenosis. The patient did not experience hemodynamic instability. There was no chest pain and the patient remained stable throughout the procedure. The patient will remain on asa and plavix longterm.

Manufacturer narrative:
(B)(4).